Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a prolapsed posterior leaflet, thick leaflets, a calcified valve annulus, and a previous transcatheter aortic valve implant (tavi) surgery. A steerable guide catheter (sgc) and a mitraclip xtr were inserted without issues. However, limited bending manipulation with the sgc occurred, which resulted in difficulty with positioning of the sgc and uneven clamping with the mitraclip xtr. The mitraclip xtr was ultimately deployed on the mitral valve, reducing mr to a grade of 1+. After the sgc was removed from the patient, the sgc was tested and the sgc tip was bending normally. On (B)(6) 2026, one week post procedure, the patient developed chest tightness. An ultrasound was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported chest tightness and recurrent mitral valve insufficiency/ regurgitation (mr) appears to be cascading effects of the reported slda. Chest tightness and mr are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a prolapsed posterior leaflet, thick leaflets, a calcified valve annulus, and a previous transcatheter aortic valve implant (tavi) surgery. A steerable guide catheter (sgc) and a mitraclip xtr were inserted without issues. However, limited bending manipulation with the sgc occurred, which resulted in difficulty with positioning of the sgc and uneven clamping with the mitraclip xtr. The mitraclip xtr was ultimately deployed on the mitral valve, reducing mr to a grade of 1+. After the sgc was removed from the patient, the sgc was tested and the sgc tip was bending normally. On (B)(6) 2026, one week post procedure, the patient developed chest tightness. An ultrasound was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. The patient was reported to be stable.